Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. As the analyzer was running with specification after the service visit, an analyzer problem such as the rinse level issue or possibly a partly clotted sample probe was the most likely cause.

Event description:
The customer received questionable results for multiple assays since (B)(6) 2014. Of the data provided, only an ammonia result for one patient sample tested on (B)(6) 2014 was a reportable malfunction. The initial result was 6.0 ug/dl with a data flag and was reported outside the laboratory. The doctor questioned the result and the sample was repeated. The repeat result was 119 ug/dl. The repeat result was believed to be correct. The patient was not adversely affected. The ammonia reagent lot number was 69459701 with an expiration date of 07/31/2015. The field service representative found the rinse levels of the cells were incorrect. He flushed the rinse tubing and adjusted the rinse levels. He ran an instrument check with results within specifications. The customer ran qc with results within specification.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.